Event description:
Customer's daughter reported results of 151 mg/dl on the advantage system, and 44 mg/dl on a hospital meter within 10 minutes. Customer treated at the hospital with an IV of d5w. Requested return of suspect device and replacement was sent to the customer.